Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal tear, 8 mm long. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02045. It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A 2.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed and a 2.75mm x 15mm nc emerge® balloon catheter was advanced but also ruptured at 12 atmospheres. The procedure was completed with a 2.75mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.